Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included full functionality testing, bench handling, stress testing and ECG testing without duplicating the reported malfunction. The ECG board was replaces as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.